Event description:
It was reported through a journal article that 5 patients within the persona ps personalized knee system group with infections who required 2 stage revision.

Manufacturer narrative:
(B)(4). D2, d4, g4: attempts have been made to gather all product identification information, and no further information has been provided. D6a: exact implant date is unknown however is reported to have occurred between (B)(6) 2017 and (B)(6) 2021. D10: additional associated products: unk tibial lot# unk. Unk bearing lot# unk. G2: foreign: romania. G2: literature: obada, b., iliescu, m.g., costea, d.o. Et al. Comparative study of outcomes with tot+al knee arthroplasty: medial pivot prosthesis vs posterior stabilized implant. Prospective randomized control. International orthopaedics (sicot) 49, 629¿639 (2025). Https://doi.org/10.1007/s00264-025-06420-8. H6: suggested code (annex g)- mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026, to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: b4, b5, g3, g6, h1, h2, h3, h6, h10, h11. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identifications are necessary for review of device history records, none were provided. Insufficient information provided to perform a compatibility check. Complaint history reviews cannot be performed without product identifications. Medical records were not provided. Complaint is not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.